Event description:
Customer returned their orthopat machine to haemonetics (B)(6), 2009 without prior reporting of any problems. No injury or reaction was reported.

Manufacturer narrative:
Customer returned their orthopat machine to haemonetics (B)(6), 2009 without prior reporting of any problems. No injury or reaction was reported. Evaluation of the returned device found a saline spill and the red blood cell sensor was not reading correctly. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).